Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental findings: damage - power supply pcb. The reported event of the power module (serial number: (B)(6)) being unable to properly connect to power was confirmed. During initial inspection of the returned unit, it was found that the backup battery was in a depleted state. Therefore, a test backup battery was installed into the unit for further testing. Upon connecting the power module to ac power, the power on indicator turned yellow and an audible alarm was active. The unit was not able to charge its internal battery, and was not able to properly supply power to a test system controller. This issue was isolated to the power supply printed circuit board (pcb). The power supply pcb and depleted backup battery were replaced. The repaired unit was then functionally tested and found to perform as intended. Preventative maintenance was performed, and the serviced power module was returned to the customer ready for use. The extracted power supply pcb and backup battery were forwarded to product performance engineering for further analysis. When both components were installed into a test power module, the unit could not supply voltage to a controller via ac power or backup battery power. The backup battery was then manually charged to full capacity; after being recharged, the battery was found to perform as intended. Evaluation of the power supply pcb circuitry revealed that the board was not able to properly convert the ac power input to a steady dc power output. This issue was isolated further to electrical damage of several components, including a fuse and the t1 transformer. The root cause of the reported event was determined to be electrical damage to the power supply pcb, which also resulted in the unit¿s backup battery being depleted. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. C ¿ section 7) describes how to handle all power module alarms, including ¿ac fail¿. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a power module (pm) would not connect to power. The backup battery and all cords were exchanged, and the issue persisted, so the pm was requested to be sent in for repair. This issue occurred while trying to hook up a patient to the pm. The pm was swapped out for another which worked appropriately. The patient had no issues or adverse events and they were discharged in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.